Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator eroded and the patient developed an infection. On (B)(6) 2018, the patient's device and right ventricular lead were explanted. The source of the infection was not provided. The patient was stable throughout the procedure.